Event description:
Note: this report pertains to a spy ds controller and a spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that a spy ds controller and a spyscope ds ii were used during a procedure performed on (B)(6) 2022. During the procedure, the controller was not able to recognized the scopes. They used several different scopes and still the problem persist. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.